Manufacturer narrative:
During troubleshooting it was revealed the customer was using test strips that expired on september 30, 2011. The ER-6 message displays when the meter reads the test strip as expired. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2013 he received an ER-6 message and noted the presence of dashes on the display of his adc blood glucose meter. Customer further reported experiencing "sweating, shaking, lightheadedness" and noted "having trouble thinking", but couldn't test due to the issues with the meter. Customer initially drank apple juice and ate a biscuit, but then consulted by phone with his healthcare provider and was instructed to self-administer a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product was returned and investigated. Meter powered on with button depression and insertion of both calibration bar and strips. Meter was calibrated successfully. Calibration was recalled successfully. Error during calibration was not observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This serves as a correction report. The returned meter was investigated with controlled test strips. Evaluation method have been updated to reflect the same. Statement should read: the reported meter was returned and investigated with controlled test strips. Meter powered on with button depression and insertion of both calibration bar and strips. Meter was calibrated successfully. Calibration was recalled successfully. Error during calibration was not observed. No new issues were observed. The complaint is not confirmed.